Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Other: shelpler 6f 8medtronic. Difficulty removing the stent delivery system (sds) can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, damage to the sds or the stent implant, interactions with other devices or accessory device support. Furthermore, potential factors that can contribute stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. Although the return of the sds may have aided in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to reported incident. The lesion was also characterized as mildly tortuous, heavily calcified and 90% stenosed, which may have contributed to the difficulties experienced. In this case, it is likely that the stent interacted with the tortuous and calcified lesion and/or the tip of the guiding catheter upon retraction of the device as the patient abruptly moved on the operating room, causing it to dislodge as a result. To ensure this type of occurrence is not a result of a potential product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during the manufacturing process. All products are also 100% visually inspected online for stent damage, stent placement and dimensionally inspected to verify the crimped stent outer diameters. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for difficulty removing the sds or stent dislodgement from this lot. Based on the information received with this incident, the reported difficulty removing the sds and stent dislodgment appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the lesion was in the proximal to distal right coronary artery (rca) with mild tortuosity, heavily calcification and 90% stenosis. The lesion was dilated with a 2.25 x 15 mm non-abbott balloon catheter and then with a 2.5 x 12 mm non-abbott balloon catheter. Both non-abbott balloon catheters became ruptured. Then, the 2.25 x 15 mm mini vision was delivered toward the lesion, but the stent could not be deployed as the patient moved abruptly and the guiding catheter became disengaged. Thus, the 2.25 x 15 mm mini vision was attempted to be withdrawn into the guiding catheter, but the stent became caught on the tip of the guiding catheter and the stent dislodged in the proximal rca. Attempts were made to retrieve the dislodged stent with a snare device, but as the patient moved again, the stent migrated and was not retrieved. The stent implant remains inside the anatomy. No adverse patient sequelae were reported. It was reported that prior to the procedure, the patient was on a respirator and had been given a few days to live. At the time of the last update, it was reported that no further attempts to locate the dislodged stent would be made. There has been no report of patient death. No additional information was provided.